Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump was stolen and he has been using another pump. Customer stated that the pump is not working correctly and his blood glucose has been running high. Customer thinks that the pump is not giving his basal and his basal setting is not correct. Customer was advised to speak with his health care provider. Customer already called to report this issue a week ago on (B)(6) 2017. Customer's current blood glucose is 163 mg/dl. Customer stated that he does not have an alternate method to treat and declined troubleshooting for high blood glucose. Customer also reported a high blood glucose reading of 405 mg/dl. Customer was also advised to discontinue use of the pump and revert to a back-up plan.